Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in november 2024.

Event description:
It was reported that patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent replacement procedure. The patient was doing well postoperatively. The explanted ipg was kept by the facility.